Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure on l5-s1 to address degenerative disc disease. It was reported that right l5 was superior, so the plan was adjusted and resent accurately. There was no patient harm and the procedure was not delayed over an hour.